Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure which was completed with cryo, cardiac tamponade was suspected. A pericardiocentesis was performed. The patient's condition was stable, but a cerebrovascular accident (cva) was suspected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the complications were related to a competitor catheter in the right ventricle. The physician judged that there was no relation with cryo.